Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the coating was present along the entire length of the guidewire. There was no evidence of the guidewire coating peeling. No other anomalies could be seen along the entire length of the guidewire including the distal end. The guidewire dimension met their specification. The returned device met visual and dimensional specifications. The reported event cannot be confirmed. A root cause of not confirmed has subsequently been assigned. Manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
During preparation, the physician observed peeled coating on the device and so did not use the device. The location was not provided. There was no direct contact with the patient and no clinical consequence.

Event description:
During preparation, the physician observed peeled coating on the device and so did not use the device. The location was not provided. There was no direct contact with the patient and no clinical consequence.